Event description:
The customer reported that the nurse was notified of a "leads off" condition and 30 minutes later, received another "leads off" message from the emergin system, without the alarms being silenced by the nurses.

Manufacturer narrative:
Several days after a pt died at a hospital, the customer reported that the nurse was notified of a "leads off" condition and 30 minutes later received another "leads off" message from the emergin paging system, without the alarms being silenced by the nurses. The emergin technical engineer provided phone assistance to help the customer. He informed the customer that emergin doesn't generate or resend messages. Central station alarm logs, emergin paging logs, and limited wave review data were provided for philips. The central station logs contain no data relevant to the bed in question at the date/time in question. It is important to note that these alarm logs do not store yellow or inoperative (inop) alarm events, therefore, the absence of data related to a "leads off" incident is not unexpected at the info center. A review of the emergin alarm messenger message log does indicate that there were 2 "leads off" messages sent to the paging system approx 30 minutes apart. Neither is a reminder alarm. A review of the strips from the strip report indicates that at 21:36 there was a " leads off" condition indicated by "I" on the strips generated from wave review data, which continued until 22:07. There is nothing unusual or unexpected about 2 leads off conditions approx 30 minutes apart. This is fully consistent with a leads off condition that was resolved --even momentarily-- and then a second leads off condition approx 30 minutes later. The available info does not support that there was a malfunction, design or labeling problem, but an issue due to misunderstanding of the features of the equipment by the customer.